Event description:
Reporter indicated that a vns patient was having revision surgery due to high impedance. During surgery, the surgeon noted fluid in the lead and replaced the lead. The generator was not replaced. Further follow up revealed that pre-operatively, the patient was experiencing an increase in seizures. Pre-operative device diagnostic testing on a system diagnostic test during an office visit resulted in high lead impedance reading. No serious injury was reported.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.